Event description:
The patient was revised because of a corail amt neck fracture.

Manufacturer narrative:
Evaluation was not possible, as the product was not returned. The reported product/lot number was part of a batch of products which were susceptible to fracture. The etch location was changed by a design revision in 2002. A recall was conducted, in europe, to remove all affected products from the market. Note - affected product was not distributed in the u.s., distribution did not begin until april 2005. Should additional information be received, the complaint will be reopened. Depuy considers the investigation closed.